Manufacturer narrative:
(B)(4). Baxter received the device. The evaluation is not complete. When the evaluation is complete. A supplemental report will be submitted.

Event description:
It was reported a spectrum pump displayed the door not fully latched message. It was also reported there was no pt involvement.